Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. Cartridge change sequence was conducted on (B)(6) 2017. User made bolus request without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 40-80s mg/dl and carbohydrates were consumed to address the bg level. The contact did not know the cause of the low bg. The customer had a seizure and was taken to the emergency room (ER). The bg was 113 mg/dl when the customer arrived at the ER. The customer was treated with ibuprofen and was released the same day without being admitted to the hospital. The customer's bg was in the 200s mg/dl and was in "good condition".